Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the switch, cable, and screws were damaged, the device was out of calibration, and the motor speeds were unstable and the motor was corroded. The unit was not repaired as it is to be scrapped and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that this device makes an abnormal noise during use. No adverse events were reported as a result of this malfunction. During evaluation of this device, it was found that the motor speeds were unstable. Due diligence is complete and no additional information is available.